Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Only event year known: 2022. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant?. When did the gerd symptoms begin?. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Send to (B)(6). What is the device lot number?. What is the product code?. Was the device initially effective in controlling reflux?. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)?. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength?. Did the patient have any other surgeries in the area?. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled?. Is a replacement linx or fundoplication planned?. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared?. When and if the linx device is removed, may we ask that the device be returned for analysis?. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the gerd's symptoms were reoccurring. The device was found to be discontinuous. Before removing and replacing, the doctor is waiting on records.